Manufacturer narrative:
The insulin pump was received stuck full segment display; the problem is isolated to the mother board. No blank display. Unable to verify no button response due to stuck at full segment display. Inspected the connector on lcd and no unlock keypad connector. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump buttons were not responding and the display was blank. The blood glucose reading was 11 mmol/l. The insulin pump had not been exposed to moisture and may have been dropped or bumped. The insulin pump showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display did not return after cleaning the battery cap and inserting a new battery. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. It was advised that the insulin pump would be replaced and the product will be returned for analysis.